Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/03/2013 with the following findings: the keypad button symbols were found to be worn; however, there was no peeling or damage observed to the keypad cover. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive; the down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow button was intermittently unresponsive and the up arrow keypad symbol was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.